Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose value at time of incident was 344 mg/dl and current blood glucose value was 400 mg/dl. Customer stated that the drive support cap appeared normal. Customer reported that they had no delivery alarm and the alarm did not occur during manual prime. Insulin pump will not be returned for analysis.